Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received questionable results on capillary blood samples on a coaguchek xs meter, serial number (B)(4). The results from the meter were 4.7 inr and 2.7 inr. All results were obtained within one hour. The customer stated he used a different finger for each test. The customer believed the result of 2.7 inr was accurate. He reported both results to his physician. The customer's therapeutic range is 2-3 inr and he tests once per month. The customer took his dose of warfarin two hours prior to testing. The customer did not report any hematocrit issues. The customer has no antiphospholipid antibodies and is not taking heparin or direct thrombin inhibitors. The customer feels fine. No adverse event was reported for the customer. The customer returned the meter and one strip. They were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. The results were: donor #1: master lot: 2.7 inr; customer strip and meter: 2.6 inr. Donor #2: master lot: 4.6 inr; master lot strip and customer meter: 4.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material met specification. Relevant retention test strips (lot 144581-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification.